Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while doing the surgical stapling, the jaws of the device were difficult or unable to close. The surgeon opened another device to complete the case. There was no patient injury.